Manufacturer narrative:
E1 reporting institution phone #: (B)(6). A philips field service engineer (fse) visited the customer site to investigate the reported issue. Using a patient simulator, the fse verified the operation of the monitor alarms on the same monitor that was in use at the time of the event. Functional testing confirmed that both the monitor and the control panel generated alarms correctly. Alarm thresholds were tested for both yellow and red priority alarms, specifically for the spo2 parameter. Further observations supporting the diagnosis and conclusions included a review of the clinical records associated with the reported event. The records showed that the system initially generated a yellow alarm, which was subsequently silenced and did not recur at that time. Additional entries indicated several sensor disconnections. Later in the event timeline, a red desaturation alarm was recorded and subsequently silenced. These findings demonstrated that the alarm system responded appropriately to parameter variations and alarm conditions. Based on the investigation, the system was determined to be functioning properly, as deviations outside configured thresholds consistently generated the appropriate alarms on both the monitor and the control panel. No modifications or repairs were required. As a preventive measure, the in-house clinical staff replaced the spo2 sensor. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
A patient hypoxia event occurred and the device did not alarm for the desaturation event. No additional information was provided; therefore, good faith efforts are being performed.